Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The motor passed the motor test. The device had missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error more than once during a bolus delivery. Troubleshooting was performed and the alarm was cleared. It was stated that the device was not exposed to an MRI. Assisted to run the self and displacement test and they passed. Advised that the insulin pump is replaced. No further information was provided.